Event description:
Additional information was received indicating the patient had initially presented with fever, chills, and right lower extremity cellulitis. Transesophageal echocardiogram (tee) showed vegetation on the right ventricular lead. Lab results indicated group b streptococcal bacteremia. The patient received intravenous (IV) antibiotics and the system was replaced approximately three months later. The patient was a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1qq ICD, (B)(6) 2014; 429888 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, but analysis could not be performed due to legal restrictions. Visual summary analysis of the lead was performed and indicated apparent explant damage.